Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) via manufacturer representative. The indication for use is lumbar radiculopathy and spinal pain. Patient reported pain where the ins was. There were no known environmental/external/patient factors that may have led or contributed to the issue. Impedances were within normal limits. Surgical intervention took place and the ins was moved deeper in the pocket which resolved the issue. Hcp had no further information and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The cause of the pain at the ins was confirmed. No further complications were reported or anticipated.